Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 41 mg/dl at the time of incidence and patient¿s current blood glucose was 161 mg/dl. Customer was treated with glucose for low blood glucose level. Customer declined to troubleshoot for low blood glucose. Customer reported that the insulin pump was active at the time of incidence. The insulin pump will not be returned device for analysis. Frn-res-unk, unomed set.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Hardware low level failures error, was confirmed in the formatted history file due to a cold solder joint found on pin of the ambient light sensor. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.